Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving morphine (5 mg/ml at .25 mg/day) via an implantable infusion pump. It was reported that the patient was implanted on (B)(6) 2021 and returned (B)(6) 2021 with a cerebrospinal fluid (csf) leak. A catheter revision was done and a purse string suture was placed, sealing the leak. The pocket was closed and this situation is resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# unknown, implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.